Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was advised that the patient reported yellow oozing from the ipg site. The physician noticed no oozing upon examination, only mild swelling and redness. The presence of infection was unable to be confirmed. The patient was prescribed antibiotics.